Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states the type of this complaint is revision due to recurrent dislocation caused by pseudotumors. A complaint database search and manufacturing review did not identify any anomalies. The lab report, third party report, and products were reviewed by bioengineering and a report was received from bioengineering concluding; he requests the investigation of whether the pseudotumors caused by the sliding surface or by the head-neck junction. It is not possible to say what caused the pseudotumour. It should be noted that the first step would to investigate what materials/cells are in the pseduotumour. No device deficiency identified. It was unlikely that a manufacturing defect was present a draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to recurrent dislocation caused by pseudotumors. Pseudotumors were found in the articular capsule around the stem neck. After removing all the pseudotumors, the surgeon found the head-neck junction turned black and also found film-like soft tissues between the cup and the metal insert